Manufacturer narrative:
Event was reported to have occurred on an unreported date by the end of (B)(6) 2020. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was described as due to improper operations. It was reported that the patient was hospitalized for the event and was treated with cephalosporin added into dianeal for anti-inflammatory treatment (intraperitoneal, dose, frequency, and duration were not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.